Manufacturer narrative:
(B)(4). The customer's complaint of a leak was confirmed. Leaking was observed at the engagement between the nitro tubing and the upper fitment. The root cause of the leak was identified as a manufacturing issue due to insufficient solvent. The discoloration observed on the drip chamber is due to gamma sterilization process.

Event description:
Customer reported IV line was not infusing at time of the event. IV line was primed and rn noticed that the was wet. The nurse noticed discoloration of drip chamber on IV set. Rn removed line that was utilized on pt as a precaution and replaced it. Customer states that no further patient/event info is available.